Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01148. This report is being submitted as additional information. Approximate age of device ¿ 1 year and 10 months. Manufacturer's investigation conclusion: the pump was returned with the driveline severed approximately 11 inches from the pump housing and the severed portion was not returned. The sealed inflow conduit and sealed outflow graft were not returned. The evaluation of the device did not reveal a device related issue. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Additionally, the submitted log file appeared to show the system operating as intended. The submitted log file showed that pump power, estimated flow, and average pi remained stable throughout the log file. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. Device thrombosis is listed in the heartmate ii instructions for use (IFU) as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The hmii IFU explains pump parameters and outlines that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had been doing well at home since the pump was implanted. On (B)(6) 2018, the patient reported fatigue for 24 hours. Pump parameters were lower than expected. The patient's lactate dehydrogenase (ldh) was slightly elevated at 282 u/l, international normalized ratio was 2.7, within the targeted range, brain natriuretic peptide blood test was slightly elevated, and complete blood count was within normal limits. On (B)(6) 2018, the patient called the vad team with the lvad system producing low flow alarms and was evaluated at the local hospital. Aside from the low flow alarms, the patient was asymptomatic. Continuous low flow alarms started to occur and the patient¿s spouse took the patient to the implanting hospital. Echocardiogram revealed the aortic valve was opening with every beat. The patient¿s pump was exchanged on (B)(6) 2018 for suspected thrombus.